Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with injections of fortum (1g, intraperitoneally, once daily, duration not reported) and injections of vancomycin (1g, intraperitoneally, once daily, duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 1 of 3.